Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had hypoglycemia and there was an over delivery of insulin. It was reported that the customer had current blood glucose levels of 15 mmol/l. It was reported that the customer treated with food. Troubleshooting was performed. It was reported that the customer was disconnected during the rewind prime process. It was reported that the customer was advised to disconnect from the insulin pump. Device is expected to return for analysis.